Manufacturer narrative:
Correction b1- should have been reported as product problem rather than adverse event.

Manufacturer narrative:
The reported event of lead could not be fitted in the is-4 connector sleeve was confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This likely contributed to the reported field sleeve insertion issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was presented in the hospital. During the implant procedure it was observed the connector sleeve would not seat correctly on the connector pin. The connector sleeve was replaced, and the same issue occurred. The lead was replaced, and the procedure was completed on (B)(6) 2021. The patient was in stable condition.